Event description:
It was reported by svc report that the fowler was stuck, will not lower completely and fowler was drifting up, not holding with weight. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring.